Event description:
Olympus was informed that an unknown number of patients tested (B)(6) related infections after having undergone unspecified bronchoscopy procedures. The patients were examined with the same bronchoscope. Olympus followed up with the reporter to obtain additional information regarding the event but with no results.

Manufacturer narrative:
The device was sent to an off-site laboratory for microbiological testing. The results of the testing are not yet available. A physical evaluation of the device will follow once the device is received from the laboratory. A supplemental report will be submitted if additional information becomes available later. An endoscopy support specialist (ess) was dispatched to the user facility to observe the user facility's reprocessing practices. The ess observed that the user facility staff was not leak testing and not using the suction cleaning adapter. A reprocessing in-service has been scheduled with the reprocessing staff.